Event description:
The customer stated that a moxifloxacin antibiotic infusion (250 mg in 250 ml) which was to be given over 1 hour as a secondary infusion completed early. Details of the event were reported as follows: the primary fluid was running at 75 ml/hr in 250 ml bag. The antibiotic infusion was set as a bolus with "the primary tubing shut off" (clamped), and started at 1505. This was supposed to finish at 1605, but finished early at 1535. The administration sets were not saved. The nurse reported the primary bag did not seem more full than expected, as line was clamped. There was no report of patient harm or medical intervention. The customer stated that no further patient/event information is available.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2012. (B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the investigation has been completed.